Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator is missing the backup alarm inside of this unit. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 12apr2019. The service engineer (se) inspected the device. The se found part of the backup alarm speaker is missing and the speaker is not functioning. The se found the backup alarm was not plugged in to its connector on the wiring harness and the wires were broken off. The se replaced the speaker and the ventilator passed all testing. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.